Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir had an air bubble anomaly. Customer's blood glucose level was unknown at the time of incident. Customer stated that size of air bubble was 1 centimeter and no rewind with a reservoir in place. Troubleshooting was not performed. The reservoir will not be returned for analysis.